Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
On an unknown date, the patient received the following results within 15 minutes: 73 mg/dl (patient's meter) and 478 mg/dl (pharmacy's meter). On an unknown date after the pharmacy visit, the patient received the following results within 15 minutes: 72 mg/dl (patient's meter) and "300 + mg/dl" (lab result). The patient's mother was feeding him sugary foods based on the low blood glucose results. The patient started drinking water and urinating more than usual. The patient's mother took him to the pharmacy and laboratory for the result comparisons. The patient did not receive medical treatment for the elevated blood glucose levels and was not admitted into a medical facility.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.